Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device lot # associated with this event is not known. The two possible lot #s are: lot zkg720, lot zkg677. This is one of two medwatches being submitted for this device. See medwatch 2210968-2007-00599. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic spigelian left hernia repair with 10x15 mesh and an open lumbar hernia repair in 2008. The pt developed swelling in the lumbar area and abdominal pain two months later. Surgical f/u advised that pain management could treat pain as beyond post-operative expected pain concern. The pt was referred to another surgeon and approx three months later, a CT scan revealed left flank hernia. A repeat lumbar hernia repair with 20x50cm mesh was performed in early 2009. The 10 x 15cm original mesh, was removed. A 20x50cm mesh was implanted. Currently, the pt has pain and the sensation that the mesh is cutting into the abdomen, which restricts bending. The pain management center is managing the pt's pain since 02/2009. The pt was treated with pain patch short term and now is on neurontin, lunesta, wellbutrin, vitamin e, mega 3 and vitamin d. The pain management group has discussed protocol for nerve entrapment as an option, but that the pt has not agreed to injections or nerve blocks.